Event description:
The customer reported approximately twenty (20) milliliters of fluid leaked in front, outside of the instrument and onto the probe tray while analyzing patient samples involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer cleaned the probe tray and analyzed samples and stated fluid continued to fill the probe tray. The customer confirmed patient results were not impacted. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from a pinhole on the red-stripe tubing that feeds through pinch valve vl52. The fse replaced the red-stripe tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).